Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance (cps) a interlink secondary medication set in which a leak was observed. It is unknown when the alleged defect occurred. There were no reports of patient involvement, patient injury, medical intervention, or adverse events associated with this report. No additional information is available.